Event description:
It was reported that during a da vinci myomectomy procedure, the customer noted that the mega needle driver instrument had multiple broken cables. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, during the initial visual inspection; failure analysis investigation observed that the grip cable was broken with about 0.67 of the broken cable sticking out between the grips. No other cables damage was found. Additional observation not reported by the site was distal pulley mechanical indentations. The instrument exhibited indentations at the edge of the idler pulley. Failure analysis investigation concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.